Manufacturer narrative:
(B)(4). Batch # r59d7m. Per photographic evaluation: upon visual inspection of the photo, the following was observed: an anvil area from top view is show. What appears to be staples are showed between anvil and guide face. Due the condition of the picture it is not possible determined if the staples are proper form. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during the lar surgery, the firing trigger was very hard to squeeze down, and after fired with low audible feedback, noted some staples malformed with straight leg. Changed the new one to complete surgery. There was no patient consequence reported.